Event description:
It was reported that the wake button on the pump was not functioning as expected. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support (tts), the customer stated that the wake button worked as intended suddenly and declined to troubleshoot further with tts. No additional information could be obtained.